Event description:
It was reported that during a device upgrade procedure, the lead was attempted but not implanted as it was too large for the distal target vessel. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. The distal conductor had blood/body fluid (not obstructed).